Manufacturer narrative:
A steris technician arrived onsite to inspect the 4095 surgical table and found the unit to be operating properly; no repairs were required. A steris account manager was informed by user facility personnel that at the time of the reported event the table was in trendelenburg with the table top fully slid in the head direction. The reported event is attributed to user error as user facility personnel should have centered the tabletop over the column prior to attempting to reposition the table as stated in the operator manual. The 4095 surgical table operator manual states (1-1), "warning - tipping hazard: the table is not to be used to transport patients. With exception of slight repositioning, as detailed in the operating instructions, never disengage floor locks when patient is on table. Failure to heed this warning can result in injury to both the patient and the operating room staff." The operator manual further states (1-9), "1.4.2 table repositioning with patient aboard - not for patient transport! If the table needs to be repositioned within the operating room with the patient aboard, utilize the following procedure: 1. Ensure patient is properly secured. 2. Center and level tabletop with patient over column. 3. Lower tabletop to lowest possible height. 4. Ensure table path is clear of obstructions. 5. One person must be at each end of tabletop. 6. Release floor locks. 7. If the table is moved with the patient aboard, apply only lateral force to reposition table. Do not push down on or lift tabletop while repositioning table. 8. Once table is repositioned, lock table by engaging all floor locks." A steris account manager offered in-service training on the proper use and operation of the 4095 surgical table, specifically centering the table to power the column; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure user facility personnel unlocked their 4095 surgical table and the table began to tip. No report of injury or procedure delay.